Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value at the time is unknown; current value is 9.5 mmol/l. The customer was clearing a low reservoir alert when the alarm occurred. The device might have been exposed to sweat as the customer wears the insulin pump in bra. No condensation was noticed. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners, cracked battery tube threads, minor scratches on display window and broken reservoir tube lip.